Manufacturer narrative:
(B)(4). This medwatch is being submitted as an initial final report. Investigation is complete. The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome required repair. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 5 november 2019 noted that the device was out of calibration at the zero setting, had corroded bearings and a worn reciprocating arm, and that the motor did not run at consistent speed. Upon further evaluation, it was found that the device was missing its e-rings, had a damaged spring seal, a loose swivel, and a damaged control bar. Repair of the dermatome occurred on 5 december 2019 and involved replacing the motor, multiple bearings, the control bar, external e-rings, the spring seal, reciprocating arm, swivel, o-rings, and the poppet housing and sleeve as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. Based on the information provided, the cause of the device requiring repair was due to improper maintenance of the device. Follow-up noted that the device had not been through maintenance in over nine years and the service technician found that the dermatome was out of calibration at the zero setting, had corroded bearings and a worn reciprocating arm, that the motor did not run at consistent speed, was missing its e-rings, had a damaged spring seal, a loose swivel, and a damaged control bar, all failures that would require service in order to resolve. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended procedure for any adverse trends that may warrant further action.

Event description:
It was reported that a device was sent in for maintenance but repair was needed. At evaluation investigation of the device it was found that the motor did not run at consistent speed. No adverse events were reported as a result of this malfunction.